Event description:
It was reported that a user newly started on the ilet experienced hypoglycemia with a lowest documented blood glucose of 42 mg/dl for approximately 45 minutes after reporting high insulin sensitivity and temporarily disconnecting the pump; the event was addressed with oral carbohydrates per counseling and the pump was later reconnected. Symptoms included headache, cold sensation, and numb hands. Outcomes included stabilization of blood glucose to 71 mg/dl and rising without need for professional medical intervention. Investigation included complaint handling with troubleshooting and education on low glucose treatment and appropriate device use while the system continues to learn insulin needs. Investigation of this case revealed no device malfunction reported and that the hypoglycemia cause remained unclear, with contributing factors possibly including early adaptation of the learning algorithm and interruption of pump therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.